Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the plastic ring on the top of the reservoir chamber and a forth has chipped off. The customer stated the insulin pump had error codes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected a/e alarm noted during testing. Device had minor scratched lcd window. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).